Event description:
It was reported that part of the balloon became detached from the device. Reportedly the balloon got hung on the guidewire. When the surgeon attempted to remove it part of the balloon stayed in the patient. The remainder of the balloon which was left in the patient was successfully removed on (B)(6) 2014. There was no patient injury reported.

Manufacturer narrative:
Sample receipt is pending.